Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient had a sudden onset of new back pain on (B)(6) 2016 and needed to have the manufacturer representative adjust the stimulation so that it can help with the back pain. The stimulation was currently was helping with her leg pain which it was doing "beautifully." The patient has had 4 surgeries on her back so it is pretty "messed up" which is why she might be having the new back pain.

Event description:
Additional information received from the patient reported that at first they had thought that the reprogramming had helped their pain but after a few hours the pain was back. The patient stated that they needed to call the manufacturer representative to see them and try again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.